Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per previous discussion with the customer, it is their policy not to provide any patient information.

Event description:
It was reported that the nurse programmed secondary magnesium sulfate 5g/110ml intravenous (IV) bag to be infused over 3 hours at a rate of 36.6ml/hr at 10:45. At 12:00, the whole bag was empty; therefore, the medication infused much faster than expected. It was later reported that the review of the logs did not reveal any programming errors and performance verification of the device did not reveal any anomalies. The flowrate accuracy was within the pump's specification. The event occurred in the neurosurgical inpatient unit. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the medication infused much faster than expected was not replicated during testing. Inspection: the right pump module (male) iui was observed dry fluid residue. The left pump module (female) iui was observed with dry fluid residue and corrosion. Some fluid ingress was observed along the inside walls and bottom of the rear housing. No other obvious issues or anomalies were identified with the source device during the inspection. Log review: based on the logs, the source device is selected and the user programs secondary infusion, magnesium sulfate 5g/110ml intravenous (drug ID 294) at 10:44 am, at a rate of 36.6ml/hr and a vtbi of 110ml. The infusion was started at 10:44 am. The pump module infused until 12:18 pm when an air in line alarm occurred. The total volume infused was recorded as 57.360ml. Rate accuracy testing was performed on the source pump module s/n (B)(6). The source device was found to be delivering fluid in specification. No disposable sets were returned for this investigation therefore it could not be determined if the sets were a contributing factor. Device history record: a review of the device history record showed the device had a manufacture date of 01/03/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the nurse programmed secondary magnesium sulfate 5g/110ml intravenous (IV) bag to be infused over 3 hours at a rate of 36.6ml/hr at 10:45. At 12:00, the whole bag was empty; therefore, the medication infused much faster than expected. It was later reported that the review of the logs did not reveal any programming errors and performance verification of the device did not reveal any anomalies. The flowrate accuracy was within the pump's specification. The event occurred in the neurosurgical inpatient unit. There was no patient harm.